Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the contrast, up, and down key contacts, and an intermittently responsive contrast key, that had not been reported by the use. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation completed (B)(4) 2012: investigation found the keypad peeling from bottom to "down" key and the "contrast" key was intermittently responding. Removed keypad, and contamination was noted under "contrast", "up" & "down" key contacts, and the "down" key contact was seen to be misaligned. The battery compartment was cracked. The pump powered with the returned battery cap.